Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range pace impedance measurements were noted in the unipolar and bipolar configuration as well as loss of capture on the competitor right atrial (ra) lead. A revision took place to replace pacemaker and right atrial (ra) lead. The ra was removed and no loose connection was seen aside from body fluid. The ra lead was measured with the pacing system analyzer (psa) and normal pace impedance measurements were noted. A new device was then connected to this ra lead and normal pace impedance measurements were noted. The previously implanted device will be returned from analysis while this ra lead remains implanted with the new device. No additional adverse patient effects were reported.